Event description:
The hcp reported that the pt was seen in the emergency room and the drug delivery pump was emptied. The pt had taken "3 extra valium pills to help him sleep". The police were summoned to his home by concerned relatives and he was found to be alert and oriented x3. It was reported that the pt had experienced "chest pain a few hours earlier" and has an implanted defibrillator. No other specific symptoms were reported. The police took him to the hospital out of concern that the pt may have been attempting suicide. The pump was to deliver morphine and baclofen for chronic pain.